Event description:
During total hip replacement, the surgeon was using the screw impactor and the tip broke off and was imbedded into the implanted hardware. Unable to remove broken piece and left in patient. Vendor from smith and nephew was notified.